Manufacturer narrative:
It is unknown if difficulty was experienced while advancing the catheter to the lesion or while crossing the lesion. The device was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp), including burst test values. In this case, lesion/vessel characteristics were likely contributing factors to the reported event.

Event description:
Report received indicated that the balloon ruptured. The intended procedure was angioplasty of the superficial femoral artery (sfa). The vessel was severely calcified, severely tortuous and had a 100% stenosis. The savvy balloon catheter was advanced to the lesion and the balloon was inflated using an indeflator, however, it ruptured at 5 atmospheres. There was no adverse consequence to the patient.